Event description:
The catheter was placed in an obstetric pt without difficulty. After delivery, the physician attempted to remove the catheter and it separated with a 4cm piece remaining in the pt. There are no plans to remove the retained portion of the catheter. There were no pt complications.